Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12 may 2014. The review was performed from the date of manufacture to the present date 23 feb 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that channel error. There was no reported patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a, g, b, c and d grids. Correction : unique identifier (UDI), reporting office contact and manufacturer narrative (DHR). A review of the device history record showed the device had a manufacture date of 12may2014. The review was performed from the date of manufacture to the present date 21apr2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had channel error. There was no patient involvement.